Event description:
The items were contaminated because opened, however they were not used. One neuron was faulty when taken from the packaging and the other kinked badly upon passing through the y-connector.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.